Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer did not expose the insulin pump to a high magnetic field. Customer stated they were able to fill tubing manually. The customer also reported a motor error alarm occurred during troubleshooting. It was found the alarm occurred two times in the past 30 days. Customer also reported a motor position encoder error alarm occurring. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. No alarm on alarm history screen. The insulin pump was unable to prime during the prime test and alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.